Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the log file data provided by the account confirmed pump stop events. The beginning of the controller event log file captured the initialization of the system controller. Approximately 2 hours, 14 minutes, and 4 seconds after the system controller had been activated the pump was started and the pump speed began to increase to the fixed speed of 3000rpm. Approximately 97 seconds later, a momentary controller reset event was captured due to inadequate power to the controller, which disabled the extended alarm rest. Because the emergency backup battery had not yet been installed and the fixed speed of 3000rpm was below the automatic restart threshold of 4000rpm, the pump stopped. The silence alarm button was pressed 4 seconds after the onset of the controller reset event, starting the up pump again. In total the pump was stopped for approximately 10 seconds following the controller reset event. A specific root cause of the controller reset event could not be conclusively determined through this investigation. Approximately 2 hours 16 minutes and 4 seconds after the system controller had been originally activated a transient pump stoppage lasting approximately 2 seconds was captured likely due to the pump stop button being pressed momentarily. A similar event was captured 9 seconds after the onset of this event and lasted for approximately 1 second. Following this event, the fixed speed was slowly increased without issue to 5000rpm and the low speed limit was properly set below the fixed speed approximately 2 hours 41 minutes and 14 seconds after the original system controller activation. The pump then operated above the low speed limit for the remainder of log file. The patient was implanted with heartmate 3 lvas, serial number (B)(6), on (B)(6) 2020. Per the account, the pump was initialized at 11:15am in the operating room at a fixed speed of 3000rpm. Around 11:17am the device reportedly started alarming and pump speeds of 0rpm and 50rpm were seen on the system monitor. The implanting team attempted to restart the pump; however, they stated that they were unable to as the pump stop button was still lit up on the system monitor and there was no option to restart the pump. Around 11:18am the pump reportedly restarted on its own and no further issues have been reported since. The account stated that the patient was having a real time echocardiogram at the time of the event and the implant procedure did not differ from any of the prior procedures performed at the center. The implanting team was trying to remove the patient from the bypass machine at the time of the event and the cause of the pump stops was not identified by the account. Following the implant procedure, the account communicated that the patient¿s inr was still elevated so they were only on aspirin. The patient was to be placed on a heparin drip once their liver shock reversed. The patient was otherwise stable and has been extubated. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with a routine plan of care. No further events have been reported at this time. The heartmate 3 lvas IFU and patient handbook contain important warnings pertaining to pump stops. The heartmate 3 lvas IFU contains the following information: section 2 - the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Section 4 "system monitor" outlines all system monitor operations and alarm messages. The IFU states: "use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1. The pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. After the countdown, the stopping pump message appears. The countdown lasts for approximately 10 seconds. Initially, the warning: low speed advisory alarm and then the low flow hazard alarm appear, both without an audible alarm. When the countdown nears zero, the pump off alarm appears, accompanied by a continuous audible alarm after the pump is off. Important! - during the pump stop countdown, an audible alarm sounds after approximately two seconds of holding the pump stop button. When the pump off alarm appears, a continuous audible alarm sounds." This document also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Section 5 "surgical procedures" states: "once the left ventricular assist device is activated, reduce cardiopulmonary bypass flow rapidly to provide ample blood flow to the left ventricular assist device. Whenever possible, maintain the heartmate 3 at a pump flow greater than 3lpm and a pump speed greater than 4000rpm." Additionally, this section warns: "the pump will start when the system controller is connected to a driveline and a power source if the fixed speed is set to 4000rpm or higher or the system controller¿s backup battery is installed and any button is pushed on the system controller." The pump can only be started from the system monitor's clinical or settings screen if the fixed speed setting is below 4000rpm and the system controller¿s backup battery is not installed. Section 7 "alarms and troubleshooting" outlines all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. B, is also currently available. This patient handbook contains the same pump stop warnings as the IFU. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that, while the patient was in the operating room, their device was started up, had an rpm of 3000, and two minutes later gave a steady red alarm with the speed as 0 or 50 rpm. There was difficulty in "restarting" the pump, but after less than one minute the pump started back up on its own and has had no problems since (with a pump speed of now 5000 rpm). Previously, a surgeon removed as much thrombus from the patient's left ventricle (lv) as they were able to, so it is suspected that a piece of thrombus traveled to the pump. Upon log file review, the controller reached speeds of 150 rpm once and 50 rpm four times, while the remainder of actual speed readings were at 0 rpm. The clock was not set in the controller event log file, but there were several pump stop events and 2 driveline disconnect events. The site reported those events occurred 2 minutes after starting the pump while trying to get the patient off the bypass machine and no one intentionally stopped the pump or disconnected the driveline. The other technical pump performance parameters appeared to be normal. The patient is currently stable, extubated and improving while on aspirin and awaiting heparin drip until their shock liver is reversed.